Event description:
It was reported that during a da vinci-assisted surgical procedure, the finger clutch on the right master tool manipulator (mtm) was not working. The system log review was performed, and no associated errors were noted. A power cycle of the system was recommended, but it was not performed at the time of the call. The procedure was continuing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where opto button calibration was found to be failing on the gimbal, replicating the reported event. As a result of this investigation, fa has concluded that the opto button targets is most likely the probable root cause of the reported event.